Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that profile problem occurred. The target lesion was located in a moderately tortuous coronary artery. Upon expansion to the appropriate size, a 24 x 3.50 promus premier drug-eluting stent was deployed to maintain vessel patency. Following placement, the stent failed to expand. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). B5 describe event or problem, h6 device codes: corrected.

Event description:
It was reported that profile problem occurred. The target lesion was located in a moderately tortuous coronary artery. Upon expansion to the appropriate size, a 24 x 3.50 promus premier drug-eluting stent was deployed to maintain vessel patency. Following placement, the stent failed to expand. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. Previously it was reported in error that there was a profile problem. The actual issue was only a deployment failure.